Event description:
The biomedical engineer (be) reported receiving an external pulse generator (epg) from the clinician, with a system error, but could not reproduce it. Technical support (ts) explained how this error could occur and the be was able to reproduce it. Ts sent the be technical and checkout manuals and the be will test the epg to make sure it is working as expected. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.